Event description:
It was reported that the ilet bionic pancreas experienced a hardware malfunction in which, after unlocking, the touchscreen became unresponsive and prevented further interaction; a replacement device was shipped and the original unit was later delivered to the company for return. Symptoms included no adverse clinical effects reported. Outcomes included no impact to the patient¿s health and no need for medical intervention. Investigation included review of customer-provided information and video evidence and assessment of device performance history. Investigation of this case revealed a touchscreen responsiveness failure consistent with a device component malfunction. It was concluded that the event was attributable to a hardware failure of the touchscreen assembly, with no patient injury and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.